Event description:
I received allergan implants in (B)(6) of 2008. In (B)(6) of 2011, I was diagnosed with breast cancer. Idc in the tubular form on the left side. Lumpectomy and radiation then 5 years of tamoxifen.